Event description:
Customer called lfs in 2002 alleging their induo meter was prompting the error 1 message. The issue was unresolved with troubleshooting. Pt did not experience any symptoms or adverse events. Meter has been replaced for customer.